Event description:
It was reported that the atrial lead impedance was high/undefined at greater than 9999 ohms, there was a high number of mode switches and a high number of high atrial heart rates indicating possible oversensing. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported that at the replacement procedure it was noted that the header block was not properly connected to the device body any longer. The device was explanted and replaced, the leads remained in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
Corrected: previously submitted follow-up reports (#s 002, 003) had their counter incremented incorrectly, so this report is being submitted as a placeholder with the sequence #001. If information is provided in the future, a supplemental report will be issued.